Event description:
During priming of the cellex instrument, prior to performing the procedure, we had two smart card alarms. They were unresolvable followed by five accelerometer alarms that were also unresolvable. We notified therakos and reprimed using a new disposable kit and a different instrument. Treatment was initiated with a successful treatment and procedure completed.